Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that sensar monofocal intraocular lens (model aab00 +20.0 diopter) was explanted from patient¿s right eye in secondary surgical procedure because of patient experiencing range issue. Reportedly the range was too close post op while patient requested the range for computer distance. There was no vitrectomy, no sutures and no incision enlargement required. Patient was doing well at discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/21/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned product was visually inspected with an unaided eye and revealed no known damage to the lens. Lens cleaned and dried. Visual inspection under a microscope revealed no obvious damage to the lens. The complaint event cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that one other complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.